Event description:
Patient originally operated on thursday (B)(6). Patient reported to the ER over the weekend complaining of leg pain on the operated side. A CT scan showed that the barricaid anchor was placed such that a portion of the anchor was protruding posteriorly from the vertebral body. Intrinsic was notified of the issue on (B)(6) 2024. Follow-up email with proctor detailed that the reoperation was performed on (B)(6). The proud implant was removed, and a second device was implanted on the opposite vertebral body.

Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.